Manufacturer narrative:
P-cap locked in place properly during testing. No frozen screen noted during testing. Unit passed self test successfully. All buttons were tested while navigating the menus and intermittent button response was noted during testing. No stuck key alarms noted during testing of unit. Keypad overlay was removed and moisture damage was noted. Corroded keypad assembly at back arrow button and left button was noted. Proceed by cutting the unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determined that the ingress of moisture corroded j5 component on pcba1 causing an intermittent button response. Moisture damage was also noted on electronic assembly causing an intermittent electrical short. Unable to download unit using thump software due to intermittent button response. Unable to confirm 61=stuck key alarms in download history files. Unit was also received with cracked keypad overlay. In conclusion, unit powered on properly after battery installation therefore, unable to confirm customers allegations of frozen screen and stuck key alarm. However, during troubleshooting investigation, intermittent button response was noted due to corrosion on keypad traces. In addition, after deconstructive analysis, corroded j5 connector was also noted causing an intermittent button response. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported receiving a stuck button alarm. Troubleshooting was performed but the issue was not resolved. The customer reported no adverse event. The event involved product(s) mmt-1880l. The customer called back after resting the pump for 2 hours and replacing the battery. The frozen display continued. Customer troubleshooting indicated that the pump requires replacement. No harm requiring medical intervention was reported. Mmt-1880l was requested and the customer response was the device will be returned.